Event description:
Caller reported a malfunction with the tandem pump, specifically malfunction code 199 and a malfunction code of malf 3. There was no information provided regarding any adverse impact on the customer¿s blood glucose level. Cts resolved to replace the pump, and the customer was instructed to use mdi as a backup therapy to ensure insulin delivery continued uninterrupted. Cts confirmed the shipping address, guided the customer on how to put the pump into storage mode, and arranged for the return of the faulty pump with a pre-paid label within 10 days, which the customer acknowledged.